Event description:
It was reported that calibration failure occurred. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. A product sample was received and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received: no patient involvement. The issue was found during testing.

Manufacturer narrative:
Additional information was received indicating that the event occurred during testing; there was no patient involvement. H4) manufacturing date included.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. However, during investigation, found latched loose. Recalibrated uso (upstream occlusion) and dso (downstream occlusion) sensor and replaced loose latched. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.